Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported issue of misaligned jaws was not confirmed. Visual inspection did not reveal misalignment of the blades. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. Additional observation found unrelated to the reported complaint included: the instrument was found to have one blades broken at the tip. A piece measuring approximately 0.034" x 0.011" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was found with misaligned jaws. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no report of fragments falling from the device while used within a patient. There was no patient harm.